Event description:
Patient had a hernia and had mesh implant; severe pain; had mesh removed but remains in severe pain. (B)(6) wants to be contacted but has difficulty writing complaint. His address is(B)(6). (B)(6) did contact the manufacturer. (B)(6) indicates he remains in severe pain.